Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The malfunction did not recur, and the caller was advised to contact support again if it happened in the future.